Event description:
The right ventricular lead was returned to the manufacturer after being explanted and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the distal segment of the lead was returned and analyzed; analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in a field action and returned product testing found the device did not perform as described in the field action. (B)(4).